Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that the pt found insulin in the cartridge on more than one occasion. The mother of the pt (the reporter) does not know if blood glucose levels were ever affected by a leaking cartridge. There was no medical attention required.